Event description:
It was reported that the ac adapter would not lock onto power port two (2) on the patient's controller. A total of five (5) different ac adapters were tried without success. There was no difficulty with locking the ac adapter onto power port one (1). The facility performed a controller exchange and provided the patient with a replacement device. The patient tolerated the controller exchange without any issues. The controller has been received by the manufacturer for evaluation.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Patients are also instructed to keep a back-up controller available for use at all times in addition to the controller in use. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 22 of 117.

Manufacturer narrative:
The controller passed visual and functional testing. Both power ports clicked to connect with both battery and ac adapter and were easy to disconnect. System testing did not indicate any abnormal operation of the controller power connectors. A poor mechanical connection could not be confirmed at the bench level. Both power ports provided power to the controller as expected when using a battery or ac source. The reported event could not be confirmed. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.